Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Customer support arranged for a replacement pump to be sent to the customer, and the customer was advised to use multiple daily injections (mdi) as backup therapy. The caller was also informed about the updated software in the new pump and the procedure for returning the faulty unit.